Event description:
Device curved needle driver locked in place. They had to cut away tissue to retrive device after not workable.

Manufacturer narrative:
Sectoion f 10, patient code-excision of tissue to remove device.